Manufacturer narrative:
No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported during device follow up the electrode impedances on c/0 c/1, c/2 c/3 were all >40,000 yet all bipolar pairs were within normal range. The patient was programmed in a bipolar configuration and the therapy impedances were within normal range. To troubleshoot, they created one test group to see if c/1 at 3.0 v had a normal therapy impedance (because they attempted to use the new clinician tablet) the therapy impedance came back high. It was reported they tested the electrode impedance again with the old clinician programmer to confirm because of the functionality limitation in the clinician tablet for flexible impedance measurements and all contacts with the case at 3.0 v came back with >40,000 impedances and bipolar pairs were within normal range. No environmental/external/patient factor were thought to have led or contributed to the issue. No intervention/actions were taken because the patient's active contacts had normal impedances. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the manufacturer representative (rep). It was reported it was unknown if further troubleshooting was done to resolve the issue. The issue was not resolved at the time of the report.